Event description:
It was reported that the 2800 displayed a film failure error code while trying to take a rad shot during a case. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The bucky tray was binding and not moving. Repaired bucky tray. The system was tested and found to be working as intended and placed back into service.